Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the doctor found that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. The md tried many times, and then the upper part of the dilator broke. A new set was used and the procedure was successfully completed.

Manufacturer narrative:
Qn# (B)(4). The customer returned one sheath/dilator assembly and lid stock from a cl-07824 kit. Visual inspection was performed on the sheath/dilator assembly and the hub of the dilator was found to be separated from the dilator body. The hub was not returned for evaluation. The inner diameter of the sheath valve cap was found to be within specification. Functional testing could not be performed as the dilator hub was not returned for evaluation. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the dilator and sheath not locking together could not be confirmed during the complaint investigation due to the returned sample being incomplete. The dilator hub was not returned for evaluation. A DHR review was performed and no relevant findings were identified. Based on the information provided and the returned sample the probable cause of this issue is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the doctor found that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. The md tried many times, and then the upper part of the dilator broke. A new set was used and the procedure was successfully completed.